Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. The phaco handpiece was returned for evaluation. The phaco handpiece met specifications at the time of release. Functional testing was performed on the returned handpiece to test for nonconformity. The handpiece was able to successfully pass the ground resistance test. The handpiece was then connected to a calibrated system in which it was able to prime and tune. A flow test was performed to check if occlusion within the handpiece which also came to no problems observed. A stroke test was performed to check the ultrasound and torsional stroke lengths and both were found to meet manufacturer specification. No visual defects were noted. Based on the information obtained, the root cause of the reported event could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information with no response to date. (B)(4).

Event description:
A customer reported a possible occlusion of a handpiece. The handpiece was replaced. It is unknown if there was a patient involved. Attempts have been made to obtain additional information with no response to date.

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. The product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).